Event description:
It was reported the pt was experiencing stimulation at the ipg pocket site. F/u identified the physician explanted the ipg.

Manufacturer narrative:
Results: the complaint was not confirmed. The ipg communicated with the lab pt programmer. The ipg was fully charged and was tested to mfg specifications using the auto tester. The ipg passed all tests on the auto tester. The ipg passed 24 hr stimulation monitoring saline testing. There were no extraneous signals observed on any of the non-programmed channels. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.